Event description:
It was reported that a female pt had a cannon catheter inserted about one year ago and had received dialysis treatment regularly during this time, with no incidences reported. Catheter was inserted in the right subclavian vein. Recently, it was observed that her catheter was infected with pseudomonas; she was treated with antibiotics for a while. Reaction was positive to the treatment, but a while later, pseudomonas was again cultured from her catheter. See medwatch 1036844-2008-00099 for second event involving same pt.

Manufacturer narrative:
Sample will not be returned for evaluation.